Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6, h11. Corrected fields - d4 (version or model, catalog number, UDI).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6, h11 it was reported that during use the cardiosave intra aortic balloon pump (iabp) gas loss alarm. There was patient involvement however, no adverse event reported. This call was taken through the emergency support line. Megan, an rn in the micu, called to request assistance with a gas loss alarm. She stated to resolve the alarm, she had disconnected then reconnected the helium tubing. Getinge emergency support team verified there was no blood or discoloration in the helium tubing. Getinge emergency support team reviewed the proper way to resolve this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. We reviewed the nature of this alarm and different clinical possibilities. Megan stated the patient had a fever, unrelated to the iab, that seemed to correlate with the gas loss alarm. Getinge emergency support team encouraged her to call back should the alarm go off several times in an hour, with the recommended troubleshooting, so we could troubleshoot it together. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.